Event description:
Healthcare professional reported that a port leak was found.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper unknown. Medwatch sent to FDA on 02/03/2015. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.